Manufacturer narrative:
A risk review performed for the reliance 4-front active fix device confirmed that the event of pacing impedance high out of range is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reliance 4-front active fix device is acceptable. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Pacing impedance high out of range is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: pacing impedance high out of range is a known inherent risk of the use of this product, and this is documented in the labeling.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing and shock impedance measurements of greater than 3000 ohms and 125 ohms, respectively. Oversensing of noise was also seen on the rv channel. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. No patient consent from was provided and all evidence indicates this rv lead remains in the procession of the patient. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing and shock impedance measurements of greater than 3000 ohms and 125 ohms, respectively. Oversensing of noise was also seen on the rv channel. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. No patient consent from was provided and all evidence indicates this rv lead remains in the procession of the patient. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.